Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv sticks at the tube on the cable and the contacts on the hvsr regulator board were cleaned. An ma null adjustable and filament calibration were performed. The system was tested and found to be working as intended and returned to service.